Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead noted high out of range impedance measurements. Boston scientific technical services (ts) indicated there was a gradual increase in the lv measurements before they became out of range. During the device check the impedance measurements were within normal range. The polarity of the lead was reprogrammed. No adverse patient effects were reported.